Event description:
The patient had no complaints pre-dialysis, temperature 98 f, blood pressure 160/70 pulse 68, 30 minutes into dialysis the patient complained of back pain, dialysis was terminated, and restarted with a bio allegro dialyzer and new lines. The patient was given benadyl 125 IV and blood cultures were drawn, temperature was 96.2, blood pressure 220/80 at the time of the incident. The patient removed stable for the rest of dialysis and was sent home. Post dialysis vital signs, blood pressure 180/70, temperature 98 f, pulse 72 regular. Blood cultures were negative and the patient developed no other signs or symptoms.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.